Event description:
The customer claims there is no alarm tone when pressure is released from the pad. The unit does have power. There is no pt injury reported.

Manufacturer narrative:
(B) (4). Results: eval of the returned product shows that the returned unit alarm function tested okay. The unit rj-11 jack pins and battery springs are bent. (B) (4).